Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting device return.

Manufacturer narrative:
The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The tip of the screw in question broke off (under 0.1 inch) during insertion to the bone hole (0.2 inch) with st graft. The surgeon left the broken piece in the patient's body and completed the operation since it was impossible to retrieve it. No surgical delay was reported. The backup device was used to complete the case.

Event description:
The tip of the screw in question broke off (under 0.1 inch) during insertion to the bone hole (0.2 inch) with st graft. The surgeon left the broken piece in the patient¿s body and completed the operation since it was impossible to retrieve it. No surgical delay was reported. The backup device was used to complete the case.